Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports her ipg was unable to communicate with the external devices. The patient reports she has not used her scs system since she was pregnant, however, she recharged her ipg. The sjm representative confirmed the issue and noticed that the ipg is positioned deeper which may have occurred during her pregnancy. Follow up information identified the patient underwent surgical intervention to remove and replace her ipg on (B)(6) 2015 which resolved the issue.